Manufacturer narrative:
Correction: the initial MDR did not contain any reference to a device history review that is required for reportable events. A review of the DHR for this lot number identified no issues or qns relating to the reported defect.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode for foreign matter on needle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there was foreign material on several bd vacutainer® multi-sample needles. No serious injury, blood to mucous membrane exposure or medical intervention was reported.